Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the strain relief tubing. Av reviewed the complaint handling database and found one additional event from this lot to have a confirmed leak. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 4.0 x 40 mm otw armada 18 balloon catheter was prepared for use and introduced into the patient anatomy without difficulty. The indeflator was connected to the device and during attempted inflation, a leak was observed at the connection between the proximal hub and the catheter. The device was removed and another armada 18 was used without issue. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.